Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the basal and bolus rates are not recorded or are recorded incorrectly in the pump history. There is no additional information available at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): review of the black box shows manual time and date changes; manual date changed from (B)(4) 2012. The dates in the total daily dose history are incongruent. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was evaluated and found to be operating within required specifications.